Manufacturer narrative:
Concomitant product(s): a 6996sq-58 lead, implanted: (B)(6) 2009. A 4076-58 lead, implanted: (B)(6) 2009. A 6947-75 lead, implanted: (B)(6) 2005. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the proximal conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular lead was returned to the manufacturer with no information after being explanted, and subsequently tested out of specification. Follow-up was attempted to determine the reason for explant however no information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.